Event description:
Formal claim received for revision of depuy hip. Revision (B)(6) 2013 due to pain, limitation of mobility and recurrent dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Formal claim received for revision of depuy hip. Revision (B)(6) 2013 due to pain, limitation of mobility and recurrent dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Primary operative notes were received but are not legible and cannot be reviewed. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.